Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that outside of surgery the unit was returned for preventative maintenance. During maintenance it was discovered that the control bar was not in the correct position, and the device was leaking air at the swivel. There was no patient involvement. Due diligence is complete. No additional information is available.